Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen of ttm doesn't work. It appears black screen . Per follow up information received via email on 19may2023,they went to hospital to repair this device. But they found another problem. They needs revisit to repair. They will reply us once the repair was completed. Per investigator notification received on 18jul2023, it was reported that the artic sun device was unable to cool during testing .

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller assembly. The device was evaluated upon receipt. Failed functional test because it did not make the water cool. Replaced chiller assembly. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen of ttm doesn't work. It appears black screen. Per follow up information received via email on 19may2023,they went to hospital to repair this device. But they found another problem. They needs revisit to repair. They will reply us once the repair was completed. Per investigator notification received on 18jul2023, it was reported that the artic sun device was unable to cool during testing.